Manufacturer narrative:
Due to the character limit in the e1 section at the event site name the full event site name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by the customer prior to use that the cardiosave intra aortic balloon pump display background was red instead of black. There was no patient involvement and no injury.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: g4. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they reseated the cable on the upper display. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected fields: h6 (component codes, investigation findings).